Manufacturer narrative:
Patient code: (B)(4) secondary surgical intervention, lens explanted and exchanged for longer lens (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -10.0 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted and exchanged for a longer lens on (B)(6) 2018 due to low vaulting. The lens exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4)